Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device which had failed a power on self test (post) protocol, with a pneumatic pcb assembly which had failed with observable smoke. The customer did not report any injuries as a result of this failed pneumatics pcb assembly. This issue was discovered during the post protocol, failure to pass the post prevents the device from being used with any procedure until the issue has been resolved, eliminating any risk to the donor due to a hardware failure. Haemonetics has sent a replacement pneumatics pcb assembly to be installed by the customer's on-site technician. The on-site technician will perform any necessary repairs and calibrations required to bring the nexsys pcs device back into manufacturer specifications prior to being returned to service. The defective pneumatics pcb assembly has not yet been returned to haemonetics for further evaluation. At the time of this report it has not been possible to confirm a root cause of the board failure without the failed component returned for evaluation.

Event description:
On (B)(6) 2018, haemonetics was made aware of a nexsys pcs device which was observed to have smoke coming from the pneumatics pcb assembly. This was observed during the power on self test (post) protocol which the device runs through whenever it is powered on prior to any donor involvement. The failure of this component prevents the device from passing the post protocols, failure to complete the post criteria will prevent the device from being able to initialize any procedure, preventing any possible injuries to the donor as a result of hardware failure. The device operator was not injured from the observed smoking component.